Manufacturer narrative:
(B)(4). Concomitant medical devices: unk cup, unk liner, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01847. Reported event was confirmed by review of x-rays provided. X-ray review demonstrates cement fixation of the acetabular cup with superior position of the femoral head within the acetabular cup suggesting polyethylene wear. No radiolucency. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to instability due to wear. Cup, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable.